Manufacturer narrative:
Date of event:2012. Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #:(B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Sc-1110-02(sn:(B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The source of the complaint could not be determined as the device functioned as expected. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. A review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies. Sc-2218-70(sn:(B)(4)) device evaluation indicated that the lead passed photographic imaging test performed. The lead bodies were cleanly cut. Damage to the devices was a result of a typical explant procedure and was not considered a failure. A review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.